Manufacturer narrative:
This supplemental report is being submitted to provide corrections to the initial reporter, as well as the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following information related to the failure mode: ¿IFU states the detection method in tjf-q190v operation manual 3.3 inspection of the endoscope¿. Based on the results of the investigation and the condition of the returned device, the specific foreign material found could not be identified. Consequently, a definitive root cause for the reported failure mode could not be determined. However, investigators believe its likely that the light guide lens adhesive was peeled off due to physical or chemical stress. As a result, the humidity invaded the light guide lens, causing corrosion (staining). Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, the light guide lens of the duodenovideoscope had a stain. There were no reports of patient involvement.